Event description:
During the procedure, the guidewire lost signal. Another device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
It was initially reported that an expired catheter was opened and used for the procedure, with no adverse consequences to the patient. Updated information received on 2sep20 indicated that the incorrect event date was initially reported. Based on the new event date, the device reported was not expired at the time of use and no longer meetings reporting criteria.

Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation were inconclusive. Functional testing and electrical testing could not be performed due to the guidewire fracture at the transition area between the jacket assembly and the hydrophilic coated distal tube. It should be noted that the reported incident date was after the product "use by"/"use before" date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported signal loss was unable to be conclusively determined; however, abbott is continuing to monitor this issue.

Event description:
During the procedure, the guidewire lost signal. Another device was used to complete the procedure with no adverse patient consequences. An expired device was used during the procedure.